Event description:
It was reported that the 2.5x15mm xience xpedition stent delivery system (sds) met resistance with the anatomy and was unable to cross the concentric, 90% stenosed, heavily tortuous, moderately calcified target lesion in the diagonal coronary artery. During withdrawal, the sds met some resistance with the guide catheter resulting in flared stent struts on the proximal end of the stent. A non-abbott drug eluting stent crossed the lesion without further incident. There was no adverse patient effect or a clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: kamui 2.0-15; guide wire: sion; guide catheter: hyperion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.